Manufacturer narrative:
Report date: 30jan2019. Date rec'd by MFR: 29jan2019. Multiple attempts have been made to obtain additional information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator screen dysfunction. No patient harm reported. Event date not specified; estimate used.